Manufacturer narrative:
The patient had presented with an infection of her hip. The system has been revised after wash out. All manufacturing process have been completed according to validated specifications. Therefor bioball system components are not estimated to have caused or contributed to the infection.

Event description:
The patient had presented with an infection of her hip. The system has been revised after wash out.